Event description:
Device malfunction: difficult to remove, clip mislocation. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of a heavily calcified common femoral artery after an unspecified procedure. Reportedly, after deploying the clip, resistance was felt and the device could not be removed. The safety release button was activated, the vessel locator button was cycled, and counter -traction with an assertive pull was applied to remove the device. Upon device removal, it was noticed that the clip deployed in the distal end of the exchange sheath. Manual compression was applied to achieve hemostasis. There were no reported patient effects. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant information. The starclose instructions for use (IFU) (precautions) state: "do not deploy the clip areas of calcified plaque."